Manufacturer narrative:
Evaluation of the returned product revealed that the unit does not power up with batteries, but powers up using an alternate source. However, the voice message does not play when unit is set to voice and tone or when set to voice. The tone sounds as it should. Visual findings revealed the unit power switch is missing. There is battery leakage residue on the battery contacts and battery door. Also, the water indicator label shows moisture exposure. (B)(4).

Event description:
Customer reported when the alarm is set to voice and town mode, the voice is not heard. The issue was discovered during setup, but the date is unk. No pt incident or injury was reported.